Event description:
It was reported that the surgeon replaced the poly and head because the patient fell and dislocated the hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding a dislocation involving an unknown liner was reported. The event was confirmed. The device was not returned for evaluation. An x-ray was provided for review, confirming the reported dislocation. The information was rejected for medical review as insufficient information was provided to evaluate the event. A device history review could not be performed as the device was not properly identified. A complaint history review could not be performed as the device was not properly identified. No further investigation for this event is possible at this time.

Event description:
It was reported that the surgeon replaced the poly and head because the patient fell and dislocated the hip.